Event description:
It was reported that the patient experienced severe pain in the right side or hip during a trial. The physician diagnosed the pain as severe muscle spasm. The patient was given a muscle relaxer and a numbing injection which resolved the pain. The patient underwent a scheduled lead pull procedure and was doing well post-operatively. The explanted lead was not returned as it was kept by the medical facility.

Manufacturer narrative:
Exact date unknown, event occurred a day or two after the trial procedure. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(4). Batch: 7159308.